Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 2010168 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed through the plunger rod. Through magnified inspection, damage was observed to the plunger rod lip component which contributed to the leakage. This type of damage can result from the handling of the product through the manufacturing process or during the assembly process. H3 other text : see h10.

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: liquid escapes from the syringe plunger, syringe plunger is leaking.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd discardit¿ ii 10 ml syringe experienced leakage past the stopper/plunger. The following information was provided by the initial reporter: liquid escapes from the syringe plunger, syringe plunger is leaking.